Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The up-arrow keypad button press did not activate desired pump functions during testing. There was evidence of keypad adhesive found under the up-arrow and contrast key contacts.

Event description:
It was reported that the up arrow is not responding. The pt confirmed there is no structural damage to keypad and no water exposure.